Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 26-dec-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 240ml. Flow rate: 5ml/hr. Procedure: chemotherapy. Cathplace: unknown. It was reported the device infused faster than expected. The device infused 7-hours earlier than the expected 46-hours expected infusion. The patient received his first cycle of folfirinox/5fu (fluorouracil, leucovorin, irinotecan, oxaliplatin) while in hospital for progressive pancreatic cancer. The patient had folfirinox last year, and had stopped in (B)(6) 2019 for a holiday. However, the patient returned in (B)(6) 2019 with an upper gi bleed secondary to tumor infiltration into the small bowel. The patient completed 4 fractions of radiation and was restarted on folfirinox on (B)(6) 2019. The patient was given largely the same doses, although the 5fu bolus and leucovorin was omitted this time. Pre-chemotherapy blood work did not indicate any unusual renal or hepatic dysfunction. The 5fu was administered up until his drug holiday and was very well tolerated. However, the (B)(6) 2019 administration resulted in grade-3 thrombocytopenia, grade-3 neutropenia and bacteremia. While his clinical picture has not been correlated with the rapidity of 5fu infusion, the possibility has not been ruled out. At the time of the report the patient was in the hospital for causes likely related to the disease, although chemo-induced thrombocytopenia and neutropenia cannot be ruled out.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of (B)(6) 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 0202962221, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample devices was received empty. The device was evaluated for flow rate and pressure testing. The device performed within specifications. The reported failure was not confirmed. A root cause was not identified. All information reasonably known as of 15-may-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. Show less.